Event description:
It was reported that the programmer had issues with the electrocardiogram plug-in port, and noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the noisy electrocardiogram (ECG) signal due to loose ECG connector on the circuit board. As a result the board was replaced and calibrated. It was also noted that the stylus tip was loose and taped. Continuation of product ID 2067l radiofrequency head; product ID 229047 analyzer. (B)(4).